Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage/ visual. Visual inspection: scrwdrvr f/4.5mm ti multiloc screws/slf-retain/330mm was received at us cq. Upon visual inspection at cq, it is observed that only screwdriver was returned not the locking system. The head knob of the screwdriver was separated from the sub assembly. The laser weld holding the knob got broken. The rest of the device shows normal wear which would not contribute to the complaint condition. Thus, the reported complaint is confirmed. Device failure/ defect found? Yes. Dimensional inspection: dimensional inspection of the returned device was not performed at cq due to the nature of the complaint condition. Documentation/ specification review: no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: visual inspection, and document specification review of the received device was performed at cq. The complaint is being confirmed as it is observed that the laser weld holding the knob got broken. While a definitive root cause could not be determined, it is possible that the device component might have encountered unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure 100673626 no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, screwdriver titanium multi loc was discovered to be broken in the set after going through the wash in spd before the set was put together to be sterilized. More specifically, the knob on the end of the insert for the screwdriver broke off. There was no patient involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).